Event description:
It was reported that post operatively during disposal, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.